Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned in several pieces (3 valve pieces and several loose tissue pieces). All leaflets appeared to have been excised during explant. The leaflet orientation could not be confirmed due to the condition upon which they were returned. All excised leaflets were slightly stiff but flexible except where calcification extended on the inflow and outflow aspect. There was noted tissue deterioration due to visible calcification on all three leaflets. There was a small amount of pannus noted on one of the leaflets, however pannus was not confirmed on the other two leaflets. Pannus was also observed on some of the returned loose tissue. Radiography confirmed calcification on all three leaflets and on the loose tissue pieces. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to calcification and host tissue overgrowth. These findings are generally considered a patient-related condition. Based on the received information and device analysis, the reported stenosis was probably due to the tissue deterioration which was caused by calcification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 5 months post implant of this bioprosthetic valve, the valve was explanted and replaced with a non-medtronic device due to aortic stenosis of the bioprosthetic valve.  No adverse patient effects were reported.